Event description:
A baxter center for service representative relayed a report from a hospice unit secretary (hus) of a patient death. The hus stated peritoneal dialysis (pd) was withdrawn on (B)(6) 2012 and the patient expired on (B)(6) 2012. The cause of death was unknown. No further information was provided. Product surveillance made contact with the peritoneal dialysis (pd) nurse on (B)(6) 2012, regarding the reported incident. The nurse declined to provide any reason for pd therapy discontinued 3 days prior to the patient death.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. An additional issue found in the event log was not related to the death. The device will be routed to the service. The issue with regards to the device was not confirmed. The assignable cause was undetermined. A device history review was performed with no abnormalities observed. Review of the device service history revealed no issues that could have caused or contributed to the patient passing away.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.